Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the required tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the seat, rewind, occlusion, and prime/a33 tests.